Event description:
The accounts engineer stated that the right head siderail mounting screws pulled out of the siderail.

Manufacturer narrative:
The service tech stated that the siderail was hanging off the bed and mounting screws were stripped. He installed a new siderail to repair the bed.